Manufacturer narrative:
This report is submitted on october 3, 2023.

Event description:
Per the surgeon, the patient experienced an infection (unknown location so could therefore may not be device related). The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.